Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted when additional info becomes available. (B)(4).